Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were experiencing high and low blood glucose level and infusion set issues. Blood glucose levels at the time of the incident were 337 mg/dl, 394 to 507 range mg/dl and went as high as 782 mg/dl which was treated with manual injection. The low blood glucose were in the 40's to 77 mg/dl range and treated with juice and smoothies. Customer was using the auto mode feature. Customer's spouse also stated that they were getting alert to change sensor and calibration not accepted. Customer's spouse declined to troubleshoot for high and low readings. Customer's spouse also reported infusion sets getting detached. Customer was advised to return the infusion sets. The sensor will not be returned for analysis.